Manufacturer narrative:
(B) (4): info not available, device not returned for analysis.

Event description:
It was reported in an aagl blog on harmonic and reprocessing. The active blade on the harmonic can break if it is pressed straight into a metal object such as the rumi ring during a tlh. It can also break if you put a lot of pressure on the blade, such as when bivalving a uterus to prepare for vaginal extraction. It is probably easier to break the blade while using the reboot as you don't have tactile sensation, but I have managed to break it while doing straight stick cases too!